Event description:
It was reported that when the surgeon put the healicoil regensorb anchor in the hole (made by threaded dilator), the anchor started breaking and ultimately the anchor completely broke in the hole. The anchor insertor along with the broken pieces of the anchor and ultratape and ultrabraid suture were removed by the surgeon. The surgeon completed the procedure with healicoil pk anchor.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that when the surgeon put the healicoil regensorb anchor in the hole (made by threaded dilator), the anchor started breaking and ultimately the anchor completely broke in the hole. The anchor insertor along with the broken pieces of the anchor and ultratape and ultrabraid suture were removed by the surgeon. The surgeon completed the procedure with healicoil pk anchor. No delay or patient injury reported.

Manufacturer narrative:
One 72203697 healicoil regenesorb 4.75mm suture anchor with suture returned. The insertion shaft is in good condition. The anchor was fractured. Small fragments are with the insertion shaft attached to the tip. Tainted sutures are still attached.